Event description:
A female consumer received sculptra (poly-l-lactic acid). Dose, therapy dates, and indication were not provided. Relevant medical history and concomitant medications were not provided. The patient developed nodules (granulomas) after receiving injections in both eyelids. She was given several injections of kenalog (triamcinolone acetonide), but it didn't work. The patient was taken to "in-house" surgery room. She had four small incisions under the skin and the nodules were removed. The patient has recovered and is doing fine. Lot number and expiration date was unknown. No further information provided. An investigation has been performed on the documentation of all potentially invoved batches. The review of these batches didn't show any anomaly that could be related to the event occurred. Conclusion: related to the product. This female patient was injected with sculptra by a training injector in 2005. She subsequently developed several infraorbital and oral/lateral commisure nodules which necessitated surgical removal. The first surgery was performed three days later the surgery was not performed in an "in-house" surgery room as previously reported, but at a nearby ambulatory surgical center. Patient underwent surgery a second time in 2006 to remove one residual infraorbital nodule and 6 nodules in the right and one large nodule in left oral commissure area. At the present time, the patient is healing well, but has some surgical scarring from the infraorbital incisions. The reporter feels the nodules could have been the result of superficial placement.